Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating. It was also reported that the pdm was not holding a charge.

Manufacturer narrative:
In the case description, the user mentioned that the pdm is overheating and not holding a charge. The pdm was charged to 95% before being turned on. During the investigation, it was noted that the pdm charge was dropping significantly while the pdm was on, even while the device was plugged in. The pdm battery dropped to 73% before charging up again. Inspection of the android log files downloaded from the pdm found the pdm battery temperature to always be within specification. No evidence of the pdm overheating was found in the log files. During the investigation, no excess heat was felt from the pdm. Inspection of the log files found that the pdm battery did not last for the required 2 days of use on a full charge. A steep decrease in battery level was observed in the log files as the controller battery went from 68% to 21% in less than 1 hour. Investigation of the device confirmed the reported pdm battery not holding charge. The exact cause of the inability of the battery to hold charge could not be determined.correction to d(4): sequence number changed from unavailable to 010300-13800.